Event description:
It was reported that the customer received no delivery alarms on her insulin pump. The customer's blood glucose was 208 mg/dl. It was stated that the insulin pump fell and was caught before hitting the floor, but the insulin infusion set was pulled out, prompting a set change. During troubleshooting, insulin did exit the tubing, but during the manual prime the insulin pump again alarmed no delivery. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected no delivery alarms were noted. No cosmetic damage observed during visual inspection.